Manufacturer narrative:
During follow-up, the patient said she hasn't changed her catheterization technique at all, and just tried the t14 about two months ago. She explained that she is very sensitive to many ingredients including parabens, one of the many ingredients in the lubricant of the t14. She concluded she must be sensitive to the lubricant on the t14, but didn't notice it since she has no sensation in that area. She noticed no defect or malfunction with the t14 catheter.

Event description:
Intermittent catheter patient (user) said she thinks she got a urinary tract infection (uti) from a catheter, as she hasn't had a uti since 2014. She now has had two uti's in the last month and is on medication. She thinks it could be something in the lubricant that may have caused the uti. During follow-up, the patient said she was prescribed an antibiotic and took the full course, but the infection was not resolved. She was prescribed another antibiotic and just finished the dose. She feels fine and will visit her doctor to confirm the infection was resolved.